Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized and began treatment with vancomycin injection (500mg, ongoing, route, frequency not reported), ceftazidime injection (1gm, intraperitoneal, ongoing, frequency not reported) and amikacin (125mg, ongoing, route, frequency not reported) for peritonitis. Six days after hospital admission, the patient was discharged. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.